Event description:
The report indicated that approx 2 hrs into the surgical case, the soft "y" detached from the tubing. The lines were clamped and the case continued. Because of significant blood loss, the pt was transfused 2 units of blood. The pt has recovered without incident.